Event description:
A customer reported that they were obtaining the same k+ result for both levels of hematronix controls. Falsely elevated and/or low k+ results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: the investigation determined that the biased k+ results were caused by a slide jam in the electrometer because the operator failed to empty the slide disposal bin, which is a routine operator function. User error was the cause of this event.